Event description:
The device was returned to the biomedical department for a report of, pump doesn't work and the serial number label is missing. This is not a reportable malfunction. During verification testing at the service center, it was noted that channels 1,2 and 3 device door rollers were broken.

Manufacturer narrative:
During testing it was noted that channels 1,2 and 3 device door rollers were broken. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.